Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced events of insulin leakage due to misaligned or crooked cartridge plungers that released insulin into the pump interior, consistent with a device leak involving the reservoir. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact reported. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed evidence consistent with leakage at a seal, aligning with a leak/splash device problem localized to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.